Event description:
The manufacturer received information alleging a service required alarm and the device failed the check obm (oxygen blending module) test step. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Distributor replaced the oxygen blender filter duct to address the issue.